Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The customer stated the buttons do not work correctly. The insulin pump has not been dropped or bumped. The customer stated that his blood glucose is good and utilizing a backup plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit was received with intermittent button response on all buttons due to moisture damage on keypad traces. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, stained keypad overlay buttons, slightly peeled keypad overlay at top left corner of overlay, cracked case on battery tube area, stained serial number label, severely faded end cap address label and peeling end cap address label.